Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the pacemaker had rapid battery depletion. It was indicated that the pacemaker had one year remaining longevity on last remote check. Further, engineering analysis showed that the power consumption of this device has been increasing for over a year. This pacemaker was explanted. No additional adverse patient effects were reported.